Event description:
Ous MDR - patient arrived at the hospital on oct 9th after 2 inappropriate shocks and one appropriate with successful shock for vf induced after the last inappropriate one. The parameters showed impedence >3000 ohm and low sensing (around 1.9 mv). Recordings showed vf events since (B)(6) due to something like double counting of v events but no shock on that day. The hm was able to send the alerts of the first day only in the late afternoon when the patient came back home from work, and no-one was still in the hospital at that time. When the message was read the day after, he was already receiving the inappropriate shocks. The patient performed the last regular fu on (B)(6) (5 days before the event) with values in normal range and constant when compared with the previous follow-ups. This device was not returned for analysis and no date of explant was provided. All available information suggests this device remains implanted.

Manufacturer narrative:
(B)(4) - additional programmer data was received and those findings can be found in the updated evaluation. The ICD was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device, as well as the analysis of the returned programmer data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned programmer data was analyzed, revealing oversensing due to double senses in the right ventricular channel. This oversensing led to several charging cycles and shock delivery. Using standard sensing parameters, the sensing of these signals by the ICD is expected and normal.

Manufacturer narrative:
The ICD was not returned for analysis. No device data was attached, therefore the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.